Event description:
The distal electrodes on the ep [electrophysiology] catheter did not function while in the patient. The catheter was removed and replaced with no reported harm to the patient. Manufacturer response for electrophysiology catheter, 7 fr x 115 cm decanav catheter, f curve, 2 mm tip, 2-8-2 mm spacing, 10 poles (per site reporter).